Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the male/female connection in the isolator and cdi lines became loose and leaked. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did cause a short delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).